Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the issue was resolved after giving resolution advice to the customer. No abnormalities were found on the subject device; the cause may be attributed to dust attached to device contact which resulted to poor communication or poor scope contact resulted to the device error. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device issue. Tac instructed the customer to wipe down the gold contacts with alcohol wipes and confirm if another scope works in the tower. Customer later confirmed that the device is in good working condition. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center had a communication error code, b30. There was no harm, infection or user injury reported due to the event.